Manufacturer narrative:
The device was returned consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a longitudinal tear in the balloon 36mm from the tip and is approximately 10mm long. Microscopic examination revealed no damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. Endovascular treatment was performed using a 2.0mm x 40mm x 145cm coyote es balloon catheter, which was advanced after guidewire crossing. During the initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. Dilatation was then performed with a new device of the same type, and the proximal size was increased, successfully completing revascularization. The procedure was completed without complications, and the patient remained stable.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. Endovascular treatment was performed using a 2.0mm x 40mm x 145cm coyote es balloon catheter, which was advanced after guidewire crossing. During the initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. Dilatation was then performed with a new device of the same type, and the proximal size was increased, successfully completing revascularization. The procedure was completed without complications, and the patient remained stable.